Event description:
It was reported that (1) tct75 was used during a lobectomy procedure. It was reported by the representative that while attempting to staple across the lung tissue with the tct75, the instrument would not fire. The firing knob would not advance. Instead, the surgeon clamped and tied in order to transect the tissue. There was no consequence to pt.